Manufacturer narrative:
Additional, changed, and/or corrected data. Continued h6 (health effect - impact code): f1903.

Event description:
Patient reported "implant rupture". Also reported "pneumonia" not related to the device. Healthcare professional reported "pain syndrome, implant rupture," and a non-device related event of "pneumonia." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for operation: lymphadenopathy.

Event description:
Patient reports right side "enlarged lymph node was removed, specialists mentioned a suspicion of lymphoma, but, according to the patient, the final diagnosis was not established," and "three more dense formations are observed in the right axillary region." The device remains implanted.